Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, around 1 pm, she had suffered a hypoglycemic episode and lost consciousness while at work. Paramedics were called and patient was treated with an IV. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.